Manufacturer narrative:
Additional information notes device is not being returned. Update to h6 codes.

Event description:
New information notes device will not be returned.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
New information received indicated the patient's implantable cardioverter defibrillator was explanted and replaced without issue. The patient was stable throughout.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported the asymptomatic patient was hospitalized for an unrelated cause. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. The patient was stable.